Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked case (battery tube). The pump received with blank display due to shifted battery tube assembly. Unable to perform all functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. Customer states that the insulin pump rattles when they shake it and there was a reservoir inside the insulin pump. Customer states that the insulin pump was dropped on the floor. The device will be returned for analysis.